Event description:
On (B)(6) 2026, project manager at emergent cro, contacted the cerapedics clinical operations team with cerapedics related requests pertaining to the react study, including confirmation of demographic data and clarification regarding the classification of an adverse event for patient (B)(6). Patient (B)(6) initially presented with worsening bilateral arm pain in a c7 distribution, and imaging revealed collapse with bilateral foraminal stenosis at the c6-c7 level that failed to improve with conservative therapy, leading to elective decompression and fusion. The patient subsequently underwent a routine anterior cervical discectomy and fusion (acdf) procedure using I factor putty at (B)(6) clinic on (B)(6) 2023, which was performed outside of any clinical study. On (B)(6) 2024, the patient developed cervical pseudoarthrosis at the index level, ultimately requiring revision surgery. Following a subsequent review of the patient's treatment history and postoperative course, the case was determined to meet the inclusion criteria for the cerapedics sponsored retrospective react study and was later reported as an adverse event within the react study dataset, prompting further review of adverse event.